Event description:
A hospital in (B)(6) reported that the outlet port on an rd900 neopuff infant resuscitator broke. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the outlet port on an rd900 neopuff infant resuscitator broke. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned neopuff fascia and valve system were visually inspected for damage. Results: the outlet port had broken off of the manifold, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 090819. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff is tested during production for the accuracy of its manometer and valve assembly components. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.